Event description:
It was reported that the atrial lead exhibited noise on stored electrograms. The noise could not be reproduced with isometrics. Programming was left in ddi and atrial alerts were turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.